Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 350 cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed through an examination. As a result, replacement with mentor saline implants was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 7/14/2018. The event date has been updated. When the device was explanted, bilateral prosthesis replacement with a mentor smooth round moderate plus profile 400cc saline prosthesis was also performed. The investigation of the returned device was completed by the failure analysis lab on 7/26/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis. On 5/31/2018 left sided deflation was diagnosed through an examination. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Also, a crease on the anterior aspect was noticed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog #3502350, serial #(B)(4). Manufacturer¿s reference number: (B)(4).